Event description:
The customer reported that the pt was in desaturation for 20 minutes but no alarm was heard by the users. It was stated that here was a clinical consequence for the baby (respiratory distress) which is considered as a serious injury due to the fact that medical intervention was required.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.